Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a constant tone. Blood glucose level at the time of the incident was not provided. Troubleshooting was performed and customer reported that the issue was resolved. During a follow up call, the customer stated that the constant tone returned. Blood glucose level at the time of the incident was 109 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A good battery was inserted in pump and the counting number functioned properly right after battery was inserted. No frozen screen anomaly at pump version number noted. The insulin pump was monitored for 48 hours with multiple basal rates. The insulin pump functioned properly. No loud screeching noise, constant tone or unexpected audio/beep anomaly noted during the testing. Device functioned properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. The insulin pump received with cracked reservoir tube lip and cracked battery tube threads.